Event description:
It was reported when the doctor was inserting sutures during blepharoplasty and the tc tip broke off. There was no pt injury reported. Further information has been requested, but has not been received to date.